Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2025 and suture was used. While cleaning and suturing the patient's wound, a suture was knotted three times and broke. The doctor immediately replaced the suture with a new one. No patient consequence was reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. The following information was requested, but unavailable: - were there patient consequences? If yes, please explain. - please provide the product code and lot number. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.